Event description:
Physician was performing second stage embolization of a large occipital avm. A marathon catheter using flow directed technique was navigating deep in the nidus when during a contrast injection extravasation was observed. Upon further super selective injections a definite vessel perforation was detected. Physician sealed the perforation using 0.3-0.4cc of onyx 18 and no additional extravasation was noted. The physician continued with the procedure and successfully embolized 2 additional portions of the avm nidus. The pt outcome was reported as 'awoke with some visual deficits'.